Event description:
While trying to remove novasure (after use) - from cervix/uterus - device would not collapse/could not remove from pt. Dr unable to collapse burnt device - pulling and continued trying to close product - finally able to collapse/remove device. Diagnosis for use: menorrhagia.